Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the heating up phase of the procedure, a second tenaculum was added into the cervix that resulted in a pierced sheath. A subsequent fluid loss alarm occurred and heated saline, with a temperature of 89 degrees celsius, was observed to be leaking from the punctured sheath. This caused a second-degree burn on the patient's external anatomy. The burn was treated with silvadene cream. The procedure was not completed due to this event and the patient's condition has been described as "in pain". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.